Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received 2 shocks one day after the device was implanted. Additional information was received that the device data was evaluated, and it was determined that inappropriate therapy was delivered for a supraventricular tachycardia (svt). Reprogramming was performed, such as increasing the rate cutoff for the ventricular fibrillation (vf) zone. No additional adverse patient effects were reported. This device remains in service.